Manufacturer narrative:
The insulin pump passed rewind, seating, basic occlusion, occlusion, force sensor and displacement test. No unexpected insulin flow blocked alarms or prime anomalies were noted. The insulin pump was received with cracked case on the back of battery tube area and battery tube threads. The insulin pump was received with minor scratched lcd window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin flow is blocked during the fill sequence and alarmed. The customer did not provide their blood glucose but indicated that their sensor glucose was 147 mg/d at the time of incident. Troubleshooting found that the alarm could not be cleared. The customer was advised that the device would be replaced and to return the product for analysis. No further details given.